Manufacturer narrative:
(B)(4). Concomitant medical products: liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell, pn 00631005632, ln unknown. Shell porous with cluster holes 56 mm o.d., pn 00620005622, ln unk. Femoral stem fiber metal taper collarless 12/14 neck taper with calcicoatâ® ceramic coating size 16 standard body standard neck offset, pn 65786201600, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03568. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately 11 years after the patient is experiencing pain and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Reported event could not be confirmed with the information provided. X-ray review provided noted the acetabular cup dislocated superior to the hip, and the femoral head was located within the native acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty approximately 11 years after the patient is experiencing pain, swelling and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.